Event description:
The reporter indicated that she had been unable to interrogate several vns patient's generators with her programming system. While reviewing troubleshooting steps with the reporter, it was revealed that the event was likely caused by electromagnetic interference as the system had reportedly been plugged into the wall outlet during the interrogation process. It is addressed in product labeling that all interrogation/diagnostic attempts should be performed while the device is unplugged from the wall outlet, due to the potential communication errors caused by electromagnetic interference. Good faith attempts for additional information have been unsuccessful to date.